Event description:
Distributor reported an incident involving a cracked and shattered touchscreen on the pump, which rendered it unresponsive and ineligible for interaction. There was no reported adverse impact to the customer's blood glucose level. The customer declined to share a backup method of insulin therapy.